Event description:
It was reported that this brady lead was a case of an attempted implant after deploying the helix a couple of times the physician opted to use another lead. The lead will not be returned. A new lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.